Event description:
It was reported that there was a gradual increase in the shock impedance measurements, measuring at 169 ohms on this right ventricular (rv) lead. The device exhibited an alert due to high shock impedances. This gradual increase has been seen since the lead was implanted. Furthermore, it was noted that the pacing impedance measurements were changing on the rv lead. This rv lead currently remains in service. No adverse patient effects were reported. Additional information received indicated that there was no evidence of noise documented on rv rate electrogram (egm) which could be suggestive of lead impairment. However, some presenting egms showed light noisy signals on shock egm. Ts recommended to have the patient seen in clinic to evaluate lead mechanical integrity. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes. This report contains additional information in section e1 initial reporter title, initial reporter first name, initial reporter last name and e3 occupation.

Event description:
It was reported that there was a gradual increase in the shock impedance measurements, measuring at 169 ohms on this right ventricular (rv) lead. The device exhibited an alert due to high shock impedances. This gradual increase has been seen since the lead was implanted. Furthermore, it was noted that the pacing impedance measurements were changing on the rv lead. This rv lead currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section e1 initial reporter title, initial reporter first name, initial reporter last name and e3 occupation.

Event description:
It was reported that there was a gradual increase in the shock impedance measurements, measuring at 169 ohms on this right ventricular (rv) lead. The device exhibited an alert due to high shock impedances. This gradual increase has been seen since the lead was implanted. Furthermore, it was noted that the pacing impedance measurements were changing on the rv lead. This rv lead currently remains in service. No adverse patient effects were reported.